Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2014, the patient was administered a local anesthetic and a biopsy punch was used to access the site. The abutment was removed and replaced with a new abutment during this procedure. The implanted device remains.